Event description:
Dealer states user said he touched two wires together and had a spark. After replacing multiple parts, he finally has it lit up. Today he has a 5 flash. We tested the resistance of the brake and it is infinite. He needs a brake.